Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 08/21/2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
On the morning of (B)(6) 2013, the reporter contacted animas stating the patient experienced a blood glucose (bg) value in the 466mg/dl to 476mg/dl range. The patient reportedly was moderately vomiting and felt lethargic. The night prior to the event the site/set reportedly was replaced. The reporter stated when she was filling the cartridges she noticed the needle was not straight on the cartridge and no adjustments were made to the needle. There were air bubbles in the cartridge noted on (B)(6) 2013 and the reporter stated she did not allow insulin to sit in the cartridge for 15 minutes to remove air bubbles. The reporter stated she does not cycle the plunger and rushes through changing out the site/set. The reporter denied leaking. The patient reportedly felt pain at the site and when the set was replaced, the site was red and irritated. After the site/set reportedly was replaced, the patient was reportedly able to program 1.50 units of insulin into the pump using the ez bg feature and the patient¿s bg reportedly decreased to 376mg/dl. The air bubbles reportedly remained. There were reportedly no issues noted with the patient¿s insertion technique when customer support (cs) was troubleshooting, however, the health care provider (hcp) recommended using other sites other than the abdomen. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy. Use error contributed to the reported event; the patient reportedly was using the incorrect technique for pressuring vials, was rushing through filling the vials and was not cycling cartridges.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.